Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was reported with not passing the pressure transducer test during pre-use check. Our service technician on site replaced the expiratory channel pcb (printed circuit board). After replacement the ventilator passed the pre-use check and was cleared for clinical use. The pcb was not returned for investigation, device logs are available for investigation. Investigation of the device logs can confirm that the device has failed the pressure transducer test multiple times, starting from (B)(6) 2020. This is set as the date of event. A false measured pressure may lead to a higher or lower pressure than set in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since the part was not returned for investigation the root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).